Manufacturer narrative:
Summary of evaluation: the tibial was visually and dimensionally inspected as received. The insert in the as received condition was then assembled onto three baseplates with the results of crisp snap action and full, tight seating using only two-thumbs pressure. No movement was detected. A review of the device history record for this insert found that no discrepancies were reported during manufacture. A query of the product experience report database found that no other similar event has been reported for this lost of inserts. The examination results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related.

Event description:
The pt was not gaining range of motion. Revision surgery revealed loosening of the tibial insert in the baseplate.